Event description:
Philips received a complaint from customer biomed, reporting a broken caster on the v60 ventilator stand. The device was not in clinical use. There was no report of harm. There was no reported patient or user impact. A philips remote service engineer (rse) evaluated the issue with the biomed engineer (bme) and confirmed the issue. The rse informed the customer the replacement casters were no longer available and provided him parts necessary to convert to the new v60 stand.

Manufacturer narrative:
H10: multiple good faith efforts were made on 12jan2024, 19jan2024, and 25jan2024 to obtain information regarding repair and operational status with no response from the customer and therefore cannot be determined. It is unknown if any part replacement or repair have been conducted to date. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.